Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was deep vein thrombosis (dvt) and pulmonary emboli (pe) along with a history of ovarian cancer. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. A central venous catheter was placed at the same time. The filter subsequently malfunctioned including, but not limited to fracture. Per the patient profile form (ppf), the patient reports fractured filter struts retained within the ivc, and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture. Per the implant records, the patient was reported to have deep vein thrombosis (dvt) and pulmonary emboli (pe) along with a history of ovarian cancer. Therefore, placement of the filter was recommended in addition to a central venous (cvp) catheter line in the right internal jugular vein following placement of the filter. The right neck and shoulder were prepared and draped in the usual manner. The right internal jugular vein was catheterized using standard seldinger technique and ultrasound guidance. Using fluoroscopic guidance, a guidewire was advanced to the right atrium. The wire was exchanged and then advanced into the distal inferior vena cava (ivc). A contrast injection and venacavogram was performed with digital subtraction, demonstrating a normal inferior venacavogram and the location of the renal vein at the bottom endplate of l1 and top endplate of l2. The filter was then placed into the sheath, and a pusher was used to advance the trapease filter. The trapease filter was deployed using fluoroscopic guidance. The final inferior venacavogram showed the top of the trapease filter to be at the mid- to top end plate of l3. The guidewire and the catheter were then advanced into the sheath. The sheath was removed over the wire and a cvp catheter was then advanced over the wire until the tip was in the right atrium. According to the information received in the patient profile form (ppf), the patient reports fractured filter struts retained within the ivc, becoming aware of these events approximately ten years after the filter implantation, and further experienced anxiety related to the filter.